Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing as the device failed the last fill test. The last fill test equaled 187.8 ml, the allowable limit is 330.0 to 365.0 ml.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of a failed homechoice (hc) return instrument test/evaluation (rite). The device failed the last fill test, the volume equaled 187.8 ml, and the allowable limit is 330.0 to 365.0 ml. The assignable cause for the rite functional test failure during last fill was undetermined. Device was sent to servicing.